Event description:
It was reported that there was a high residual volume discrepancy upon interrogation on (B)(6) 2014. The catheter was replaced on (B)(6) 2014. There reportedly was a granuloma at the catheter tip. The outcome was stated as resolved without sequela. The pump was used to deliver dilaudid and bupivacaine. It reported 6 days later that the healthcare provider (hcp) originally thought that the catheter was kinked because there was ¿much residual volume that was left in the reservoir.¿ during the procedure, the hcp did not find a kink; which led him to believe that there was a granuloma. The catheter was replaced instead of revised. In the hcp¿s report, it what stated that there was clearly nothing wrong with the pump. Under fluoroscopy, 0.2 ml of omnipaque 300 was used and there was a small amount of contrast that collected around the catheter at the level of vertebrae l2-l3. The hcp then dissected down to the catheter and relieved the anchor. The catheter was pulled down 3cm and then injected again with 0.1ml of contrast and it collected within the catheter canal. It was at that point that the hcp realized that he could not ¿salvage¿ the catheter. The replacement catheter was placed and contrast was stated to flow freely in the intrathecal space. The catheter access port (cap) was accessed and there was free flow of cerebrospinal fluid (csf). It was stated that since the patient received a small bolus of intrathecal medication (approximately 0.2ml, which was 1/3 of the patient¿s daily dose) the patient was admitted to the hospital overnight for observation.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: catheter. (B)(4).